Event description:
Healthcare professional reported left side "recall", breast lumps, nodules, microcysts clustered in the left breast and radial folds confirmed via MRI and ultrasound. Healthcare professional later reported "encapsulation, breast pain, prostheses and capsular contracture, (baker) grade IV, body pain, intraluminal microcalcifications¿. The following events were also reported and determined to be not device related; ¿ductal ectasia", "apocrine metaplasia¿, and ¿pseudoangiomatous stromal hyperplasia¿, ¿microcysts clustered in the left breast¿, and ¿cysts¿. Device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: device photograph(s) for the device related to the reported event of pain / other - medical / lump/nodule / cyst/ crease / folding of implant/ capsular contracture/ calcification/ anxiety - product/ procedure was requested on august 13, 2024. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Other - medical: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. Crease / folding of implant: observed. Capsular contracture: unable to observe since it is not related to the device. Calcification: unable to observe since it is not related to the device. Anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side "recall", breast lumps, nodules, microcysts clustered in the left breast and radial folds confirmed via MRI and ultrasound. Healthcre professional later reported "encapsulation, breast pain, prostheses and capsular contracture, (baker) grade IV, body pain, intraluminal microcalcifications¿. The following events were also reported and determined to be not device related; ¿ductal ectasia", "apocrine metaplasia¿, and ¿pseudoangiomatous stromal hyperplasia¿, ¿microcysts clustered in the left breast¿, and ¿cysts¿. Device has been explanted.